Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was hospitalized due to low blood glucose (bg). Reportedly, customer received an alert of low bg value and the pump delivered a correction bolus of 1.5 units. Customer then delivered another correction bolus of 3.5 units. Two hours later, customer was unresponsive, experiencing cramps and cold sweats, and was admitted to the hospital. At the hospital, it was found that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The cgm bg reading was 162-163 mg/dl, 108-109 mg/dl, 342-343 mg/dl, and the meter bg reading was 41 mg/dl, 63 mg/dl, 324-325 mg/dl. Reportedly, customer was treated intravenously with glucose, and was released from the hospital with no permanent damage.